Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the patient received inappropriate therapy due to right ventricular lead over-sensing and possible lead dislodgement. Chest x-rays revealed that the rv lead had dislodged. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.